Event description:
Synthes brand 2.5 k-wire broke off in left femur bone (not in joint). Unable to be removed possibly due to strong bone and bent by the reamer; no indication it was defective. Surgeon informed patient and family with rationale for leaving in.